Event description:
It was reported that during a total knee procedure contacted at the user facility the patient information from the previous procedure pulled up when beginning the registration process, which could lead to a potential inaccuracy. The procedure was completed successfully without a delay, medical intervention, or adverse consequences.

Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that during a total knee procedure contacted at the user facility the patient information from the previous procedure pulled up when beginning the registration process, which could lead to a potential inaccuracy. The procedure was completed successfully without a delay, medical intervention, or adverse consequences.

Manufacturer narrative:
Correction: catalog #.

Event description:
It was reported that during a total knee procedure contacted at the user facility the patient information from the previous procedure pulled up when beginning the registration process, which could lead to a potential inaccuracy. The procedure was completed successfully without a delay, medical intervention, or adverse consequences.